Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugars [blood glucose increased]. Novopen echo pens would not deliver [device failure]. Novopen echo pens would not dial to dose and plunger would not retract [device malfunction]. Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars (blood sugar increased)" beginning on (B)(6) 2020, "novopen echo pens would not deliver(device failure)" with an unspecified onset date, "novopen echo pens would not dial to dose and plunger would not retract (device component malfunction)" with an unspecified onset date, and concerned a 62 years old female patient who was treated with novopen echo (insulin delivery device) from 2005 and ongoing for "type 1 diabetes mellitus", novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novolog penfill (insulin aspart) from unknown start date for "type 1 diabetes mellitus". (Dose and frequency: regimen #1 6-8 units per dose, regimen #2 increased dose). The patient's height, weight and body mass index (bmi): not reported. Current condition: type 1 diabetes mellitus since 1960, legally blind, stage 4 kidney disease. On (B)(6) 2020, the patient experienced high blood which ranged from over 200 mg/dl to over 500 mg/dl. It was reported that due to device issue, no matter how much insulin was given, blood sugars kept getting higher but otherwise, no other treatment was provided. The patient further reported that the blood glucose readings were getting uncontrolled and as high as 540mg/dl. It was also reported that novopen was not delivering and plunger was not retracting. The patient changed to novolog flexpen and recovered. Batch numbers: novopen echo: cv40264, novopen echo: cv40264, novolog penfill: hs67e16. Action taken to novopen echo was reported as device discontinued. Action taken to novopen echo was reported as device discontinued. Action taken to novolog penfill was reported as product discontinued. On (B)(6) 2020 the outcome for the event "high blood sugars (blood sugar increased)" was recovered. The outcome for the event "novopen echo pens would not deliver (device failure)" was recovered. The outcome for the event "novopen echo pens would not dial to dose and plunger would not retract (device component malfunction)" was not reported. Investigation results: novopen echo batch number cv40264. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The function of the dose selector was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirmed: the memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. The observed problem was caused by unintended use of the device. Novopen echo batch number cv40264. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The function of the dose selector was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal. Novolog penfill batch number hs67e16. The product was not returned for examination. References included: reference type: e2b company number. Reference ID#: (B)(6). Reference notes: reference type: e2b linked report. Reference ID#: (B)(6). Reference notes: same patient. Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2020-00019. Reference notes: medwatch 3500a MFR. Report number. Manufacturer's comment: (B)(6) 2020: upon investigation of the returned device (novopen echo with batch no. Cv40264 (device 1)), there are no fault or malfunction on the pen. It revealed that the device was used when there was no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). The patient will not receive any insulin and could experience a hyperglycaemic event. The observed problem was caused by unintended use of the device. (B)(6) 2020: since no faults were found on the returned device novopen echo with batch no. Cv40264 (device 2) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(6) case (B)(4). Long standing type 1 diabetes, blindness, stage 4 kidney disease are significant confounding factors for the development of hyperglycemia. Reporter comment: the patient felt the events were related to novopen echo and not to novolog penfill. Continued: evaluation summary: novopen echo batch number cv40264. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The function of the dose selector was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal.